Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that they wanted to speak to a manufacturing representative (rep) at their doctor¿s appointment about moving their leads or removing their implantable neurostimulator (ins). The patient noted that they are not getting the same relief that they were with their trial since being implanted. They mentioned that the rep did some reprogramming in (B)(6) 2017, to see if better coverage could be achieved. The patient has an appointment with their physician on (B)(6) 2017 to look at their MRI results. The patient was implanted for spinal pain. No further complications were reported or anticipated. Additional information was received from the healthcare provider. It was reported it was suspected that the position of the paddle lead had shifted/migrated. Patient's weight was unknown. Surgery was pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.